Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. No technical root cause was identified as the product was found to be within specifications. Device worked as intended. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: 2020-65591.

Event description:
An optometrist reported a patient with diffuse lamellar keratitis (dlk) in the left eye one day post-operative. The patient is asymptomatic. Dlk is not centrally located at this time. Topical steroid dosage was increased. Dlk is reported to be resolved. The patient is actively being monitored. New information was received. The patient's symptoms have resolved 11 days post lasik.